Manufacturer narrative:
Results: the lantern was kinked approximately 42.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a mid-shaft kink. If the lantern is forcefully manipulated at an extreme angle during use, damage such as this may occur. This damage likely contributed to the reported difficulty advancing the pod coil during the procedure. During functional testing, a test mandrel was unable to be advanced through the kinked location on the lantern. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), ruby coils, and pod coils. It was reported that the patient anatomy was tortuous. During the procedure, the physician implanted a ruby coil in the target vessel. While advancing the next coil, a pod coil, through the lantern, the pod coil became stuck at the mid-shaft of the lantern. Therefore, the pod coil and lantern were removed. The procedure was completed using the same pod coil and a new lantern. There was no report of an adverse effect to the patient.